Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary - a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it was found that the device is found outside of its packaging, no anomalies can be found on the device; therefore, this complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the device reported, we cannot establish a root cause for the issue experienced by the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e1: account full name: (B)(6) hospital. E3: reporter is a j&j sales representative. D4: the expiration date is currently unavailable. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in china that prior to a rotator cuff repair procedure on (B)(6) 2023 it was observed that rust existed on the surface of the vapr premiere 90 electrode -ea device when the package was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated in juarez laboratory. Visual inspection of the device revealed that it was received in its original packaging. The tip shows discoloration. The shaft, handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device has not been returned in the original packaging. Device shows areas of discoloration and salt residue. No clear evidence of activation. Residue was visible in the suction tube. The customer's device was manufactured in jun 2022. A DHR review has been performed for the complaint device lot number; no issues (ncrs or deviations) with the manufacturing process have been indicated. The customer claimed that before the surgery, rust existed on the device surface when the package was opened. Visual inspection confirmed that the tip was discolored and salt residue was present. Residue was also visible in the suction tube. Saline management system was implemented to help reduce this failure mode. The failure is provoked by the functional testing of the product and is consistent with other reported devices investigated under previous CAPA. In the mentioned CAPA, the discoloration and presence of residues has been identified to be either as metal surface corrosion or epotek layer which in both cases are a result of the material that are part of the device design. It has been demonstrated that the conditions of the saline solution and the lack of deep drying before the packing are contributing factors. The issue cannot be completely eliminated as the electrodes continue to be 100% functionally tested in saline. However, to help reduce the discoloration and production of residues a saline management system was implemented in (B)(6) 2023 for this device. It was determined that, the residues present, do not pose any risk to the patient. While the safety of the patient is not compromised by this failure, it has still been reported as a complaint based on customer perception. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.